Manufacturer narrative:
It was reported to abbott that the patients ipg was replaced on (B)(6) 2020 due to the ipg being inoperable. The patient stated they had not had stimulation for two years (estimated date (B)(6) 2018). Rep stated that the patient did not remember the last time they charged prior to the device becoming inoperable, only that it stopped working around 2 years ago.the results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices, deeming the ipg inoperable. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.